Event description:
It was reported that a novum iq syringe pump alarmed system error 21503 (occlusion sensor railed failure). This was observed during programming/setup in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. A review of the event history log identified multiple occlusion sensor railed failure' (system error (se) 21503) messages. Upon device start up, the alarm was not reproduced. A downstream occlusion sensor calibration could not be performed to correct the se. During further review of the device, the flex for the plunger driver was not connected to the plunger driver mechanism. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was a disconnected component. The plunger driver would be replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.